Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to section h6 (type of investigation & investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Information from ae regulatory system: while opening the outer packaging for a routine pre-use check in the treatment room, the nurse noticed a foreign matter (black unidentified object) in the barrel of the syringe. Ae report no.(B)(4).. Call center contacted the customer stating that they were busy and would like to be contacted again on november 27th. Material code found in the system is 320310. If any update will be sent by email. Sample availability: unknown sample availability details: unknown.